Event description:
The customer reported the ortho provue analyzer did not dispense reagent cells into the mts gel cards. Incorrect or "no dispense" can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer (fe) visited the customer and determined that the probe was slightly bent and level detector had a broken capacitor. A bent probe can result in loss of vacuum / pressure in the fluidics system which could lead to leakage and incorrect dispense. Repairs have returned the instrument to expected operation.